Manufacturer narrative:
H6 updated based on investigation. This complaint was initiated based on information received from the field. A review of the manufacturing records for the device could not be conducted because the serial / lot number remains unknown. Without a lot number or device serial number, the manufacturing date and / or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. No items were available to directly evaluate product performance relative to the reported issue, and the cause could not be established with the available information. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent treatment for a very heavily calcified aorta bifurcation where three gore® viabahn® vbx balloon expandable endoprosthesis were used via kissing stent procedure. It was reported it took approximately 3.5 hours to get wires inserted for bilateral access in the aorta and iliac. Multiple guidewires were used in order to get through along with a terumo short sheath. The physician pre-dilated the distal aorta and the left common iliac artery using a 6x80 balloon. The 11x59 vbx device was implanted in the distal aorta, well below the renals with no issues. It was post dilated with a bard 16mmx14 balloon gold atlast balloon. It was reported the physician did not balloon beyond the vbx stent. Next, the bottom part of the vbx device was ballooned when the patient's blood pressure started to drop. A perforation of the left iliac artery at the bifurcation was observed, presumably when the calcified vessel wall was ballooned. To cover the perforation, two 11x79 vbx devices were deployed bilaterally in the iliac arteries. However, the patient's blood pressure continued to drop and the patient continued to lose blood and pulse was lost. The patient was finally stabilized after receiving 6 units of blood and compressions. On an unknown date the patient expired due to unknown causes. As reported, the patient had a pre-existing dnr in place. Consequently no additional interventions were attempted.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.